Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist mentioned that mql server outage not restored. Good faith attempts were made to get the additional information. No responses received from the technical support specialist (tss). Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, when user trying to issue medication via rxverify, getting error code cannot sent. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.